Manufacturer narrative:
Evaluation summary: spline tube damaged in two places. One is shallow (toward the opening) and one is deeper (middle) at 180 degrees to each other.

Event description:
Sigmoid resection. Pcs29 dlu was connected and calibrated. Firing sequence was initiated and device was fired. Pc displayed "firing complete" but there were malformed staples observed. Another device was applied to complete the case without further incident.